Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of headache ('head pain'), genital haemorrhage ('unusual bleeding'), abdominal pain lower ('cramping'), overweight ('overweight') and pelvic pain ('pelvis pain') in a 36-year-old female patient who had essure (batch no. 706579) inserted for female sterilisation. The patient's medical history included salpingectomy, obesity, miscarriage, mood swings, pelvic pain and vaginal discharge. Concurrent conditions included hip surgery. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for genital bleeding, pelvic pain and abdominal pain lower as well as amantadine since (B)(6) 2018, butorphanol since 2002, doxepin since 2002, gabapentin since (B)(6) 2015, hydromorphone hydrochloride (diladid) since (B)(6) 2014, ibuprofen since (B)(6) 2012, ondansetron (zofran) since (B)(6) 2014, promethazine since (B)(6) 2014, valaciclovir hydrochloride (valtrex) since 2004, valproate semisodium (depakote) and zolpidem since 2000. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain and headache. On an unknown date, the patient experienced genital haemorrhage, abdominal pain lower and overweight. The patient was treated with butalbital;caffeine;paracetamol (fioricet). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, headache and overweight outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, overweight and pelvic pain to be related to essure. The reporter commented: current weight: 252 lbs. Visualizing approximately 3 coils into uterine cavity received treatment for unusual bleeding, pain and cramping. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: essure coil were properly in place and occluded. Lot number: 706579 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the events "pelvic pain" and "genital haemorrhage" were downgraded to non-serious incident. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvis pain') and genital haemorrhage ('unusual bleeding') in a (B)(6) female patient who had essure (batch no. 706579) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included salpingectomy, obesity, miscarriage, mood swings, pelvic pain and vaginal discharge. Concurrent conditions included hip surgery. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for genital bleeding, pelvic pain and abdominal pain lower as well as amantadine since(B)(6) 2018, butorphanol since 2002, doxepin since 2002, gabapentin since (B)(6) 2015, hydromorphone hydrochloride (dilaudid) since (B)(6) 2014, ibuprofen since (B)(6) 2012, ondansetron (zofran) since (B)(6) 2014, promethazine since (B)(6) 2014, valaciclovir hydrochloride (valtrex) since 2004, valproate semisodium (depakote) and zolpidem since 2000. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criterion medically significant), 3 years after insertion of essure. In (B)(6) 2010, the patient experienced headache ("head pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping") and overweight ("overweight"). The patient was treated with butalbital;caffeine;paracetamol (fioricet). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, headache and overweight outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, headache, overweight and pelvic pain to be related to essure. The reporter commented: current weight: (B)(6). Visualizing approximately 3 coils into uterine cavity. Received treatment for unusual bleeding, pain and cramping . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2010: results: essure coil were properly in place and occluded. Hysterosalpingogram: essure coils were properly in place and that her right fallopian tube was occluded. Lot number: 706579 manufacture date: 2010-01 expiration date: 2013-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.